Event description:
Dental office reported an adverse reaction in a female pt with the post. She saw her physician and was told she was having a nickel allergic reaction. Product is made by miltex, there is no nickel in the post. Product is 90% titanium, 6% aluminum, and 4% valadium. Doctor is not convinced that the reaction is from the post. Post had been in the pt's mouth for some time as it was healed and crowned. No product is being returned.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.